Event description:
Reportedly, when an attempt was made to administer defibrillator energy to a patient through the therapy cable, a connect electrodes message was observed and the defibrillator energy could not be delivered as a result. . Another defibrillator which was on scene was used to treat the patient. The reporter stated patient outcome was not affected by the event, due to use of the backup device.